Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37092, lot# 219520002, product type: accessory; product ID neu_siliconeanchor, lot# unknown, product type: accessory; product ID neu_siliconeanchor, lot# unknown, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was defective and was explanted. Upon explant, the physician noticed that there was a dent on the ins and that there was a ¿black substance¿ on the lead which concerned them. The patient status at the time of report was noted as ¿alive ¿ no injury¿. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Analysis of neurostimulator model 37712 serial #(B)(4) showed no significant anomalies. It was noted that there was a reduced battery capacity due to an overdischarge. Analysis of lead model 39286-65, serial (B)(4), no anomalies. Analysis of the 2 returned anchor accessories showed no anomalies.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient had recovered without permanent impairment. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.